Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 20 x 3.50mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the surface of the stent was not smooth. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 3.50 x 20 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged on the distal stent strut rows with stent struts pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. Tip damage most likely occurred during preparation. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 20 x 3.50mm promus premier drug-eluting stent was advanced for treatment. However, it was noted that the surface of the stent was not smooth. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.